Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical, that a consumer received results of 550 mg/dl and 560 mg/dl on their blood glucose meter. The consumer subsequently had a hypoglycemic event due to overmedication based on the meter's readings. The hospital reading was 90 mg/dl after insulin and arrival at the facility. The meter in question was discarded by doctor and will not be returned for evaluation.